Event description:
The user facility reported a 17-year-old male in cardiogenic shock presented for impella 5.5 device for mechanical circulatory support. There was a difficult delivery through the graft anastomosis. Bleeding was noted, therefore, insertion was aborted and an impella cp was delivered via femoral access. Multiple units of blood products were required as a result.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Manufacturer narrative:
Additional information provided in h6 and h10. The investigation into the reported issue has been completed. Device history record review confirmed that the pump passed all post sterile inspection checks. As per clinical, device insertion was aborted as the pump pigtail and wire were difficult to cross past over sewn anastomosis after multiple attempts. Due to the angle as well as over sewn anastomosis, pump insertion was unsuccessful causing bleeding at axillary site. The cause of the delivery issue was patient condition related due to pump pigtail and wire not being able to pass over-sewn anastomosis after multiple attempts of insertion per clinical. The cause of the access site bleeding issue was most likely use related due to improper angle and over-sewn anastomosis per clinical review.